Manufacturer narrative:
The ventilator was investigated on site and an oxygen gas module was replaced and returned for investigation. The oxygen gas module regulates the inspiratory oxygen gas flow to the patient. The reported failure of the pressure transducer test in pre-use check was not reproduced during our tests of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation. During tests in our production test system, the gas module was slow to deliver oxygen gas flow, and this was caused by a faulty delta pressure transducer. The received device logs confirm the reported event and the fault could be dated to (B)(6) according to log files. Therefore the ¿date of event¿ will be (B)(6) 2017.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).